Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022 (two infusion sets) and (B)(6) 2022 (two infusion sets). The blood glucose level of the patient at the time of event was for both the events was 300 mg/dl. The infusion sets on both days was used for 12 hours - one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.